Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the 3 way connection parts of the catheter were found to be broken. Per additional information received via email from the ibc on 14jan2021, it was confirmed that the event occurred after the customer opened the product, and it was not used on the patient. The procedure was completed by using a new product.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. 1 sample was confirmed to exhibit the reported failure. The device had not met specifications. The product was not used for diagnostic or treatment purposes, as it was not used on a patient. An x-force dilation catheter was returned in opened packaging .sample was inspected by unaided eye at 12" to 18" distance under normal lighting. Winged wire hub was noted to be cracked. No further visual defects were noted. A potential root cause for this failure could be "lack of training". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspection prior to use the x-force® balloon dilation catheter is a sterile, single use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the 3 way connection parts of the catheter were found to be broken. Per additional information received via email from the ibc on 14jan2021, it was confirmed that the event occurred after the customer opened the product, and it was not used on the patient. The procedure was completed by using a new product.